Manufacturer narrative:
The albu2 reagent lot number was 77045301 with an expiration date of 30-sep-2025. The calibration was last performed on 24-jun-2024 and it was acceptable. Qc recovery was acceptable prior to the event. The provided qc data confirmed that qc had been out of range multiple times since the event. The field service engineer (fse) found an issue in the valve assembly. He replaced several parts during the troubleshooting including the valve assembly valve bank for syringes, the gear pump head, the reagent probes, and the sample probe. He then performed all probe adjustments, replaced the assembly, adjusted the rinse head volumes and performed cell blank measurement. Precision studies were performed and they were within specifications. The fse then visually observed the mechanism adjustments and there were no alarms. The customer performed qc and it was within range. The investigation determined that the root cause was due to a component failure of the valve assembly. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 2 patients' urine samples tested with microalbumin alb-t tq gen.2 (albu2) assay on a cobas 8000 cobas c502 module. Sample 1 (patient 1): initial result: 14.3 mg/l (uncentrifuged sample). 1st repeat result: 24.3 mg/l (uncentrifuged sample). 2nd repeat result: 16.6 mg/l (centrifuged sample). Sample 2 (patient 2): initial result: 15.8 mg/l. Repeat result: 28.3 mg/l (centrifuged sample). Qc went out of range prompting the repeat of the samples.